Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported display deflection problem. It was confirmed that the reported failure was with the actual text on the display, which had shifted down under a portion of the front case. The foam spacer around the display was intact. The user/interface pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. Physio-control could not duplicate the reported test load problem. The cause of the reported failure was not determined.

Event description:
It was reported that the display itself was clear; however, the black border surrounding the display area had shifted up and was covering the bottom portion of the display. The customer's biomed also reported that when performing the user test, the device will intermittently display a "connect test plug" message with the test plug inserted. The biomed replaced both, the test plug and therapy cable; however, the device still has an intermittent issue. There was no pt use associated with the reported failure.